Manufacturer narrative:
During inspection the root cause was traced to the power supply of the operating table. The power supply unit was exchanged by our finish service partner. Further investigation of the power supply and the log files of the device concluded a temporary software failure caused the table to ¿freeze¿. According to the IFU of the device the reset function is described to eliminate temporary failures. This will allow the user to bring back the functionality of the operating table within a short timeframe. Our risk file indicates that there is no death or serious deterioration in the state of health imaginable for this failure mode. Therefore, this complaint is considered not reportable.

Event description:
The customer alleged that the operating table froze while anesthetizing the patient and gives power supply error. No harm or injury to patient or caregiver was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer alleged that the operating table froze while anesthetizing the patient and gives power supply error. No harm or injury to patient or caregiver was reported. This report was filed in our complaint handling system as complaint # (B)(4).